Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 3rd and 4th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a non-tortuous calcified lesion with 30% stenosis in the lad. There was no damage noted to the device packaging. The device was inspected with no issues. Pre-dilation was performed with an nc balloon. The device did not pass through a previously deployed stent. As the stent was advanced resistance was felt and calcium could visibly be seen on the angiogram. Excessive force was not used. It is reported that when the stent was pulled back one of the struts was seen to be lifted against the calcium. The nc balloon was then used to prepare the vessel further and another stent was successfully placed. No patient injury was reported.